Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the balloon was unconfirmed as the problem could not be replicated. One 24fr tri-funnel replacement device was returned for investigation. No discoloration was observed in the returned sample. The tri-funnel was tested by inflating the balloon with 20cc of water. No leaks were observed in the balloon, the valve, the inflation conduit, or the feeding lumen. The balloon was stretched and pulled in order to reveal the leak site, but no leaks were observed. Since no leaks were observed in the returned sample, the complaint was unconfirmed. A lot history review (lhr) of ngzf1922 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the probe was opened and in the moment of testing the balloon with distilled water it was noticed that the balloon was perforated. Another probe was used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngzf1922 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the probe was opened and in the moment of testing the balloon with distilled water it was noticed that the balloon was perforated. Another probe was used.